Event description:
Patient cyanotic due to disconnect from ventilator. Relieved with ambu bagg. Patient sitting up. Vent tubing disconnected from pt's trach probably due to pt. Movement in bed. Pt. Became blue, agonal breathing. Vent alarm on but alarm at nursing station not working. Therapist heard room alarm, bagged pt. Then reconnected pt to vent.